Event description:
During a meniscal repair using two devices, it was reported that the first implant was deployed and then the second implant was deployed. However, the entire suture pulled out of the joint and was unattached to the implant. There was a 10 minutes delay in the case which was completed with a backup device. There were no reported patient injuries or complications. There is a total of four implants from these two devices left unsupported in the joint.

Manufacturer narrative:
Two devices were returned for evaluation. Visual inspection confirmed that the devices were received without ts or suture. Without the returned suture, no other conclusion regarding the reported failure of the device can be determined. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).